Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The caller reported that it was "taking forever to charge" the patient's ins. The caller reported they thought recharging the patient's ins had been successful as when checking the rechargeable ins the patient programmer mostly says 100%, but when checking it next it "maybe says 75%." The caller reported that the patient was able to get all 8 coupling bars. The caller also reported that the patient's walking and energy seemed a little different, and they were uncertain if that was because of the therapy. The caller reported that "since back then probably, the patient has been having paranoia and dementia.. A lot of problems." The caller reported that this past year there had been some changes in the patient's behavior that they were not doing or having become more apparent, including being paranoid, dementia, and hallucinations. The caller reported that the issues walking and the patient's energy seeming a little different began "like 3-4 weeks ago" , and that the paranoia was first noticed "months ago." The caller went on to state that the changes in behavior including being paranoid, dementia and hallucinations were first noticed "almost the past year" ago. No further patient complications have been reported as a result of this event.